Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer reported false reactive architect havab-igg results on multiple patients. Example results provided: on (B)(6) 2024, sid (B)(6) = 1.79 s/co, repeated on (B)(6) 2024 = 0.25 s/co. On (B)(6) 2024, sid (B)(6) = 2.52 s/co, repeated on (B)(6) 2024 = 0.9 / 0.96 s/co. Sid (B)(6) = 1.37 / 0.91 / 0.99 s/co. On (B)(6) 2024, sid (B)(6) = 1.41 s/co, repeated on (B)(6) 2024 = 0.69 s/co. No impact to patient management was reported.

Event description:
The customer reported false reactive architect havab-igg results on multiple patients. Example results provided: on (B)(6) 2024, sid (B)(6) = 1.79 s/co, repeated on (B)(6) 2024 = 0.25 s/co. On (B)(6) 2024, sid (B)(6) = 2.52 s/co, repeated on (B)(6) 2024 = 0.9 / 0.96 s/co. Sid (B)(6) = 1.37 / 0.91 / 0.99 s/co. On (B)(6) 2024, sid (B)(6) = 1.41 s/co, repeated on (B)(6) 2024 = 0.69 s/co. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect havab igg reagent lot number 60402be00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot, worldwide field data was reviewed. The median population results for the lot were comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the results of the investigation, architect havab igg reagent lot number 60402be00 is performing as expected and no systemic issue or product deficiency was identified.